Manufacturer narrative:
Please note date of event is listed on source document as (B)(6) 2020 only, no specific date was provided. At time of filing, although indicated it is available and expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed received notification via FDA 3500a # 0505160000-2020-8008 of reported issues with a vcare medium (34mm) cup, item 60-6085-201a, lot 201910281. Information on the 3500a indicates the incident occurred at (B)(6) medical center, (B)(6) in (B)(6) 2020 and involved a (B)(6) year old female patient. The information received was that the issue occurred during a robotic assisted bilateral salpingo-oophorectomy (bso) and mini laparotomy. Following the abdominal closure, the doctor removed the vcare and as she was removing it, she noticed the balloon from the vcare was missing from the device. The doctor spent approximately 15 minutes searching for the balloon in the uterus with instrumentation, while the or team also searched the floor and inspected the device. The balloon was found and removed from the uterus. To date, although multiple attempts have been made to gather additional information, no additional clarification has been made available due to previous filings for similar events with this device, this incident will be reported on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
At time of filing, although originally expected, the reported device has not been returned to conmed for evaluation and its location is unknown. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause can not be identified. Should the device be returned an evaluation will be performed and upon completion of the complaint investigation a supplemental and final report will be filed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows a total of two (2) complaints for this lot number and failure mode. A two-year review of complaint history for similar failure modes revealed there has been a total of 65 complaints, regarding (B)(6) devices, for this device family and failure mode. During this same time frame (B)(6) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon; the forward "cervical" cup; the back or vaginal cup; the locking assembly with thumb screw; the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.